Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ syringe and needle had a crack in the barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was returned, the lot number is unknown. Visual inspection of the returned sample show the barrel is broken. House sample inspection: inspected 25 pc each from possible lot 1807252, 1807262, 1807272, 1807302, 1807312, no defects was observed on the barrel. Device history record review: reviewed manufacturing record from possible lot 1807252, 1807262, 1807272, 1807302, 1807312, no abnormality was observed. Customer complaint record, reviewed customer complaint record, there are no same issue on same product from other customers. Investigation conclusion: based on investigation, the likely cause is that the barrel may be broken by temporary malfunction of syringe assembly machine. The broken barrel most likely occurred before the scale printing process and this defect may be occurred by malfunction of barrel & plunger assembly machine. As seen on the left picture illustration, if the barrels move to assembly machine and there are full of barrels, sensor is working. It means that the feeder and scale printing machine stopped promptly and resume the run again. An error can be occurred by the time of re-run and then the feeder index hit and broke the barrel. Corrective actions: sbdm had quality training on this customer complaint for syringe assembly line workers and quality inspector. Sbdm improved syringe assembly machine by regulating speed of product feeding guide to prevent reoccurrence of the complaint case. Sbdm strengthen process monitoring & product inspection during syringe assembly & packing process. Sbdm will implement 100% visual inspection in syringe assembly & packaging process and also had retrained on inspection method for packaging inspector due to this complaint case effective. The actions are effective 21 sep 2018.

Event description:
It was reported that the bd¿ syringe and needle had a crack in the barrel. There was no report of exposure, injury, or medical intervention.